Event description:
The user facility reported that the trufreeze console system's suction pump would not turn on during a patient procedure. User facility personnel elected to complete the patient procedure with another type of treatment resulting in a procedure delay. No report of injury.

Manufacturer narrative:
Following the reported event, the trufreeze console system was removed from service. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Through follow up with user facility personnel and the steris service specialist, it was determined that the trufreeze console system subject of the reported event was the unit that was left in the fill process overnight (approximately 10 hours). The trufreeze console system's operator manual states, "once the source tank valve is open, the filling will begin. Approximately 15-25 minutes is required to fill an empty console. Note: the abort button may be pressed to interrupt the fill process at any time. When the console tank is full, the fill screen will prompt the user to close the liquid valve on the source tank. Close the liquid valve on the source tank by turning all the way to the right (make sure valve is securely closed). Warning: do not use the system if the system has indicated an alarm; user or patient injury or device damage may result. Investigate the alarm and contact steris endoscopy if the cause cannot be determined or corrected. A large red reminder button (source closed?) Will be displayed on the fill screen. Push the reminder button to acknowledge the source tank has been closed." The steris service specialist ran test cycles and confirmed the trufreeze console system was operating properly. The unit was returned to service and no additional issues have been reported. The steris regional sales associate performed in-service training with user facility personnel on the proper use and operation of the trufreeze console system specifically the proper filling process.